Manufacturer narrative:
Device evaluated by MFR: the promus element,mr,ous 2.75x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Proximal and central stent strut rows were damaged. The outer diameter of the undamaged section of the crimped stent was measured and is within maximum crimped stent profile. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75 x 32 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.